Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: the quality investigation is complete.

Event description:
It was reported by customer facility that blades kept breaking. No further information available.

Manufacturer narrative:
H3: the device was not returned for evaluation; therefore, a root cause could not be determined for the event. H6: the quality investigation is complete.

Event description:
No new information.